Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. Evaluation found the insulation coating was burned but did not peel. Note: this MDR is being filed as a result of an internal review of complaints from medtronic¿s mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. (B)(4).

Event description:
It was reported that a monopolar knife's insulation coating was damaged during first use. The damage was referred to a "sleeve peeling". There was no patient impact. This was being used in sinus surgery with a maximum of 40w electric power. Procedure was completed with a competitor device.